Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular graters for the hip instruments are dull and need to be replaced x2 of all of the below. 244000543 quickset ace grater head 43mm; 244000544 quickset ace grater head 44mm; 244000545 quickset ace grater head 45mm; 244000546 quickset ace grater head 46mm; 244000547 quickset ace grater head 47mm; 244000548 quickset ace grater head 48mm; 244000549 quickset ace grater head 49mm; 244000550 quickset ace grater head 50mm; 244000551 quickset ace grater head 51mm; 244000552 quickset ace grater head 52mm; 244000553 quickset ace grater head 53mm; 244000554 quickset ace grater head 54mm; 244000555 quickset ace grater head 55mm; 244000556 quickset ace grater head 56mm. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.